Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, lot#serial#: (B)(6), product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that when he is bolusing the handset lags at 90% for about a half hour. The patient stated that he boluses about 30x per day. Bolus duration: 3 min lockout 40 min bolus restriction 30 bolus /24 hours 30 per day. The agent reviewed data lag at 90%. Additional information was received from the patient who called back repeating that it took a long time to connect to the pump with their ptm (personal therapy manager). The agent walked the patient through the steps outlined for the connection lag issue and the patient confirmed that the issue was resolved during the call.